Event description:
Patient presented back to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented to the physician with the stimulation lead eroded through the skin. Physician covered the site and prescribed oral antibiotics.